Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device had difficulty powering on and when it did, the device only displayed a blue screen. There was no reported info on pt involvement.